Manufacturer narrative:
D4 & h4: serial number, unique device identifier, and manufacturer date not available. Upon investigation of the actual device used in this incident, it was determined that new orders were not crossing. The technical support specialist (tss) identified a server outage and was reverted back to normal and left for a day to confirm all functionality return. Tss confirmed that the database recovery was worked after the connection established and all the functionalities came back to normal. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server had a connection issue, and the new orders were not crossing. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.